Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was dropped and the reservoir falls out when delivering a bolus. The customer's blood glucose reading was 126mg/dl at the time of incident. The product will be returned.

Manufacturer narrative:
Insulin pump was received with severely cracked and bleeding lcd glass. Insulin pump had cracked case at display window corner, reservoir tube lip, minor scratched display window, detached/missing end cap, damage motor slide, broken traces on mother board and interface board, and stained address/serial number label.